Manufacturer narrative:
(B)(4). Estimated date of event, the event was reported to have occurred (B)(6) months ago. (B)(4) the physician was not trained in the use of the proglide device. The instructions for use, states: this device should only be used by physicians (or allied healthcare professionals authorized by, or under the direction of, such physicians) who are trained in diagnostic and /or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the foot plate became stuck in the patient and the device could not be removed from the patient. The device was eventually removed and hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported as not trained in the use of the proglide device. No additional information was provided.